Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to a faulty circuit board. The investigation is ongoing and follow up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image with any 180/160 series scope requiring maj-130 cable while using the video system center. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: that no image occurred due to patient board set circuit board and printed circuit board failure. In addition, recommended updated to version 4.10. Olympus will continue to monitor field performance for this device.

Event description:
Intended procedure not completed. There was no delay.